Manufacturer narrative:
Device logs were downloaded by the field service engineer and sent for our evaluation. We have not received any information regarding how the failure was solved or if any parts were replaced. Received device logs indicate alarms for excessive leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low and peep low. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage. (B)(4) ref. Exemption #: e2018003. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, alarms for high respiratory rate, high airway pressure, high peep (positive end expiratory pressure) and low expiratory minute volume were generated. There was no patient harm. Manufacturer ref. #: (B)(4).